Manufacturer narrative:
Bayer service performed a system service check out of the medrad® stellant injector system (sn (B)(4)) and found the injector performed to specification. The disposable products used during the procedure were discarded and lot numbers were not known; therefore, retained samples were unable to be tested. .

Event description:
The site reported the following: an (B)(6) male emergency department patient with a history of multiple medical problems underwent a CT with contrast of the abdomen and pelvis for a suspected vascular obstruction. A contrast injection of omnipaque 300 was performed by a medrad® stellant injector system. The site stated that the patient had no complaints during the CT study. He showed no signs of a contrast reaction and the CT images showed no evidence of an air injection. Following completion of the CT, the patient was disconnected from the injector and was rising from the CT table when he became unresponsive. A code was called, resuscitation began, but resuscitation efforts failed and the patient expired. The site risk management director reported that their internal investigation determined that the death was likely due to clinical causes and was unrelated to the CT procedure / contrast injection. The site was unable to provide further information regarding this event and to their knowledge no autopsy was scheduled to be performed.